Event description:
The needle completely broke away from the hub. The needle was left inside the plastic catheter inside the patient. Personnel was able to retrieve the needle after noticing the problem. The patient was not harmed. The patient and the truck were both still while this happened.